Event description:
The customer reported to vyaire medical that the avea ventilator was experiencing a loss of air. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer was informed that it could be coming from the smart connector in the back, which is connected to the gde (gas delivery engine) air inlet port. The customer stated that he will replace the smart connector with a known good one and if the issue is resolved, he will order a smart connector; however, if the issue persists, the customer will call back for service to inspect the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.